Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. According to the hosp biomedical tech, the device was inspected and the alleged malfunction could not be duplicated. The unit passed extended self testing.

Manufacturer narrative:
(B)(4).